Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during a cataract extraction and intraocular lens (iol) implant procedure in the right eye, ophthalmic irrigation and aspiration tip, viscoelastic, and a 3-piece lens were used; the primary incision site clear cornea was 2.4 size, and during surgery a posterior capsular tear occurred with the 3-piece lens, leading to enlargement of the primary incision to 2.75 size with no sutures, wound integrity was intact and negative with no postoperative subconjunctival infection, and postoperative medication drops included antibiotics, steroids, and non-steroidal anti-inflammatory drugs, with it being unknown if the event had resulted in clinically significant visual changes; post-surgery on third day post op less than 14 days later, the patient was diagnosed with endophthalmitis (infectious) and toxic anterior segment syndrome (tass) (2+) with conjunctival inflammation (1+), aqueous cells (2+), and hypopyon, the patient had no pain and the pupil was normal but experienced corneal edema and lid swelling; next day a culture sample was taken and the result was negative, and on the same day the patient was seen by retina and vitrectomy with anterior chamber wash was performed and intracameral (ic) antibiotics were given, the intervention was effective and the current condition of the patient was continuing but improving, with the surgeon¿s opinion being unable to determine if the manufacturer products caused or contributed to the event. This report pertains to the ophthalmic viscoelastic involved in the reported event. This report pertains to one of the two patients from the same facility.

Manufacturer narrative:
Additional information provided in section h.6 and h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the endophthalmitis, toxic anterior segment syndrome, corneal edema-chronic, posterior capsule rupture/tear, additional medical/surgical intervention, inflammation-ocular-other, hypopyon, and procedure-enlarged incision complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. Potential root causes of the reported complaint condition include: - solution quality issue ¿ unlikely, as chemistry and microbiology results must meet regulatory requirements prior to release of a batch. - consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. -event related to consumer physiology ¿ no conclusion can be made as this factor is outside the control of the manufacturing facility. - event unrelated to product use - no conclusion can be made regarding this root cause based on information available. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting for complaints was reviewed and an adverse trend was identified. However, these are non-technical event codes so no further action is required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.